Event description:
It was reported the patient was having difficulties with the patient programmer. The patient was unable to adjust the stimulation. Troubleshooting was attempted via phone. The patient saw their physician. The programmer was replaced. The patient reportedly had surgery to fix the problem. The patient was no longer having problems. The issue was reportedly not related to the implanted system. The manufacturer's device tracking system indicated a new ipg was placed.